Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 105 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.